Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose was 9.0 mmol/l. After troubleshooting was done, the customer was advised to change sensor and agreed to return the product for analysis. Customer was advised that the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.